Manufacturer narrative:
G4: 12feb2021. B4: 15feb2021. The field service engineer (fse) inspected and tested the ventilator. After 20 minutes of operation, it alarmed with proximal pressure sensor autozero failed. The fse replaced the data acquisition board and solenoid so4 and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
It was reported the proximal pressure sensor autozero failed. There was no patient involvement.

Manufacturer narrative:
G4:18mar2021. B4:20mar2021. The replaced data acquisition (da) printed circuit board assembly (pcba) was received for internal failure analysis. The customer complaint could not be verified during testing. Test ventilator with returned da pcba and solenoid valve pass a pressure test. No errors occurred during testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.